Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, locator, guidewire, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned mated, and the hemostasis sheath was found to have been fractured and only partially intact. The component was fractured in multiple locations and was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage. The likely cause was determined to have been improper storage as the device was stored improperly and was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the medical doctor attempted to deploy for femoral partial closure; however, the device crumbled when trying to insert the angio-seal device. The arteriotomy locator and sheath connected. The complication required surgical cut down to remove pieces of the device. No further intervention was required after the cut down. The procedure performed was a transcatheter aortic valve replacement (tavr). The patent was in stable condition, and the blood loss was less than 250cc's. Additional information was received on 21aug2024: the issue may be related to light exposure during storage which can cause embrittlement and fracture of the hemostasis sheath, and we want to check and confirm if device storage is potentially the issue. The angio-seal (as) devices were exposed to ultraviolet (uv) lighting when in the operating room (or). The devices are housed in a separate department and brought to the or on a case-to-case basis. The facility does have a whole room sterilization equipment in place. Warnings were provided in the case box regarding storage of the device. They are stored in single unit pouches. All have been removed from any possible uv lighting and are being stored properly.